Event description:
It was reported that the patient's implantable pulse generator (pacemaker) recorded a red alert due to high pacing impedance out-of-range. Boston scientific technical services (ts) reviewed the impedance trend and noticed irregular impedance spikes suggesting spring contact issues. It was recommended to bring the patient for in-clinic evaluations. If the decision is taken to replace this right ventricular (rv) lead given its age and the patient's level of pacer dependence, ts recommended to replace the pacemaker as well to ensure current header design for spring connectors. Further information was received indicating that isometrics were performed, but no noise was noticed, and the decision was made to reprogram this rv lead to unipolar pace and bipolar sense. This rv lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).